Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. Reportedly, the customer went to the emergency room (ER) where they only monitored the blood glucose (bg) level. No treatment or assistance was received during the ER visit. Customer was discharged later the same day with the issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.